Event description:
Pt underwent repair of subtrochanteric fracture of right hip using a 145 degree 10-hole synthes plate with screws, in 1999. Post-operative and rehab course uneventful. The pt was discharged 7 days later from the rehab unit of the hosp. Three days later the pt returned to the hosp with a recurrent fracture through nonunion right femur. The original plate was broken. This was removed and the fracture repaired with im synthes rod, segmentally fixed.